Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a blue screen and failed to restart. A technical support specialist (tss) confirmed that the customer had replaced the hard drive. The tss then assisted the customer with restoring and resynchronizing the station. A follow-up was conducted to confirm that no further issues persisted. The customer subsequently requested a root cause analysis. The system functioned as intended after the technical support specialist assisted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.